Event description:
The customer's mother reported via phone call that the screen of the customer's insulin pump was totally blank. The customer's blood glucose was unknown. The customer also received the button error alarm and took the battery out to solve the issue. However, the insulin pump would not turn back on thereafter. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.